Event description:
Customer reported the system would not fluoro during a case. No pt injury was reported.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 127 mg/dl and 66 mg/dl. Customer started to feel low blood glucose symptoms - shaky and "feeling funny." Customer obtained a reading of 127 mg/dl and two minutes later obtained a reading of 66 mg/dl. Customer ate a corn muffin and felt better about 30 minutes later. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.